Event description:
A customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in blood glucose levels beyond 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised to monitor for any future discrepancies in time settings, with a recommendation to follow up if the discrepancy recurs.